Event description:
The customer stated that the architect analyzer is generating falsely elevated ca 125 results on one patient. Results provided: 45.9 u/ml (testing performed on (B)(6) 2012), 71.6 u/ml (testing performed on (B)(6) 2013), and 24.5 from another lab that also runs (B)(4) method. There was no additional patient information provided. There was no reported impact to patient management.

Manufacturer narrative:
(B)(4). A follow-up report will be provided when the evaluation is complete. (B)(6).

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling, and accuracy testing. A review of customer complaints received to-date indicated normal complaint activity for the customer's reported issue. Accuracy testing was performed on a retained kit of architect ca 125 ii reagent lot number 21118m500. Three levels of an internal panel made from defibrinated human plasma were tested and met acceptance criteria. The architect ca 125 ii package insert was reviewed and suggests that if the architect ca 125 ii results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. Heterophilic antibodies in human serum can react with reagent immunoglobulins and patients routinely exposed to animals or to animal serum products can be prone to this interference. Patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama) which may show discrepant results when tested with kits which employ mouse monoclonal antibodies. Patients with confirmed ovarian carcinoma may have ca 125 assay values in the same range as healthy individuals. Elevations in circulating oc 125 defined antigen may be observed in patients with nonmalignant disease. For these reasons, a ca 125 assay value, regardless of level, should not be interpreted as absolute evidence for the presence or absence of malignant disease. The architect ca 125 ii assay should not be used as a cancer screening test. From the warning section of the package insert: ca 125 assay values obtained with different assay methods cannot be used interchangeably due to differences in assay methods and reagent specificity. A product deficiency was not identified for this issue. A malfunction was not identified for the issue the customer reported. The issue is limited to a single patient, and method comparison is not allowed per the labeling. Based on the results of this investigation, the architect ca125 ii reagents are performing as intended and no additional product issues were identified. No further investigation is required.